Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts in the distal region were lifted a pulled distally. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found kinks at various locations along its length. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014 inch wire was inserted through the wire lumen with no resistance noted. Device was inflated to 16 atm using an encore device and deflated within 18 seconds with no issues. Stent deployed with no issues. The encore inflation device was verified before and after inflation.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that stent deployment failure occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent failed to deploy. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damaged.